Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during deployment, the distal end of the 3.0 x 15mm multilink zeta stent caused the dissection of the vessel. To cover the dissection, another 3.0 x 13 mm multilink zeta was used. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Dissection as listed in the device the IFU is a known adverse effect associated with coronary stenting and is a known patient effect and not necessarily an indication of a product quality issue. There was no reported device malfunction during the procedure. A conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.